Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a white floating particle in a small volume intermate. This was noted before patient use. The device had been filled with meropenem. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The lot was manufactured from december 12, 2014 ¿ december 17, 2014. The device was returned for evaluation. Visual inspection noted a white floating particle in the device. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.